Event description:
A male underwent initial aaa repair in 2009. The patient had a large abdominal aneurysm which extended to the aortic bifurcation and involved part of the left common iliac artery. One flex main body and two flex leg grafts were placed. The physician placed the left flex leg distal to the aneurismal cia and achieved seal on the final run. As the abdominal aneurysm stabilized, the common developed a type lb endoleak so, the following month, the physician coil embolized the hypogastric artery and then placed an iliac leg graft to extend into the external iliac artery. Patient is doing well.

Manufacturer narrative:
Event evaluation: still under investigation.